Event description:
Reporter alleged the customer attempted to test on the aviva system when she was nauseous but could not get a result due to an error message. Reporter stated that he took the customer to the hospital and she was treated for vomiting and given insulin. Reporter stated she felt dizzy upon arrival to the hospital and a cat scan was done. Reporter stated she was admitted to the hospital and released on (B)(6) 2012. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.